Manufacturer narrative:
The patient's dob or age, weight, ethnicity, dob or age, weight, ethnicity : no specified. A sample of 3m micropore surgical tape was not received. A retain sample from the reported lot was tested for adhesion and met all specifications. Production records were also reviewed and no issues were found.

Event description:
A venous needle that was secured with 3m micropore surgical tape dislodged with blood leakage after about 1.5 hours of dialysis treatment. The treatment started with two 15-gauge arteriovenous fistula needles. Each site had a 2x2 gauge to cushion under the needle, then was secured with four pieces of tape to stabilize the needle.